Event description:
It was reported to boston scientific corporation that a resolution clip clipping device was used in the ascending colon during a colonoscopy procedure performed on (B)(6) 2024. It was reported that the handle was tough to try to close and to be able to deploy the clip when it was inside the patient. When attempting to deploy, the stem of the clip inadvertently released within the sheath and unable to deploy. The procedure was completed with another resolution clip clipping device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.